Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor and button error messages frequently. The customer¿s blood glucose was unknown. The customer need to change out batteries more frequently, they received failed battery tests, insulin pump has crack near battery compartment, back light was more dim, insulin pump rewinds made a louder noise a few times, insulin pump rewinds slower, there were no delivery alarms, insulin pump has locked up before and went blank and they have to press buttons harder to respond. The insulin pump will not be returned for analysis.